Manufacturer narrative:
When first received by the manufacturer, reportability assessment was conducted and it was determined that it didn't require to be reported. When additional information was received on may 3rd 2022, reportability assessment was conducted again and it was determined that the this is an event that should be reported.

Event description:
The following information was provided by the user on (B)(6) 2022: describe the event or problem: io (intraosseous needle) was placed to deliver lifesaving medications. There was no catheter with the needle. This caused a delay with patient getting medications. What was the original intended procedure? To deliver pressors and rsi medications. What problem did the user have (check all that apply): device malfunction - that is, the device did not do what it was supposed to do.